Event description:
A report was received that the patient is experiencing difficulty charging the implant. The physician has decided to replace the patient's ipg.

Manufacturer narrative:
Additional information was received that the patient has been successfully explanted. The patient was implanted with a new ipg and is reportedly doing well. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 11.5mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient is experiencing difficulty charging the implant. The physician has decided to replace the patient's ipg.